Manufacturer narrative:
(B)(4).

Event description:
New information received notes that when the patient presented to clinic during follow-up, high out-of-range hv lead impedance and noise on rv lead was observed. The noise was not reproducible in clinic with pocket manipulations and isometrics. Lead replacement was anticipated. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented in clinic for scheduled follow-up, high, out of range, hv lead impedance measurements were observed. During in-clinic interrogation, one within normal range measurement after an out-of-range measurement was noted. Further tests were recommended. Patient's condition was stable and will continue to be monitored.

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2021 due to high defibrillation lead impedance. No patient consequences were noted.